Event description:
A caller reported an occlusion alarm related to their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, and the continuous glucose monitor did not indicate a "high" reading. To resolve the issue, the customer replaced the infusion set and cartridge and resumed insulin delivery.